Manufacturer narrative:
Medtronic received the following information from a journal article entitled; prevention of distal stent graft-induced new entry after endovascular repair for type b aortic dissection: a retrospective cohort study xianwei li, yingnan zhang, zhanfeng sun, haitao wang, chuanqi zhang,  yunfu cui, and weiliang jiang the journal of thoracic and cardiovascular surgery c january 2024 https://doi.org/10.1016/j.jtcvs.2022.01.042 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia 32-32-150 was implanted in a patient in the endovascular treatment of a acute type b aortic dissection on an unknown date. The proximal oversizing (oversizing ratio at the level of the proximal landing zone) was 10% while the distal oversizing ( oversizing ratio at the presumed distal end of the thoracic stent graft) was 41% . 1 month post the index procedure, the patient presented with chest pain and was diagnosed with a distal sine.a non mdt stent graft was implanted as treatment. The patient was alive at the 47 month follow-up. No additional clinical sequalae were provided.